Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: vena cava filter was deployed for pulmonary embolus with contraindication to anticoagulation due to history of left lobar hematoma. Approximately two years post filter deployment, CT abdomen/pelvis revealed the filter in place with tip just below the right renal vein and distal struts terminating below the left renal vein in the mid inferior vena cava. The left renal vein was retroaortic. Approximately three years post filter deployment, multiple unsuccessful retrievals were attempted via snare retrieval technique as well as modified loop collection technique. Venogram during retrieval revealed some underlying imbedded right lateral struts without significant structural extrusion, and the hook of the filter was lying adjacent to the right lateral wall. The filter was in infrarenal location. No obvious occlusion or stenosis. No significant strut extrusion or fracturing. There was underlying tilting of the filter which had resulted in the filter being encompassed by tissue which disallowed for conventional retrieval. There was no emergent reason for medical removal of the filter. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for tilt and retrieval difficulties. However, the investigation is inconclusive for perforation. Per the medical records, there was underlying tilting of the filter which had resulted in the filter being encompassed by tissue which most likely caused retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2016), (11/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately one year eleven months post filter deployment, it was alleged that the ivc filter tip was tilted and embedded into the ivc wall, and six of the struts had penetrated through the ivc wall. Approximately one year one month later, it was alleged that the filter was unable to be retrieved after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: vena cava filter was deployed for pulmonary embolus with contraindication to anticoagulation due to history of left lobar hematoma. Approximately two years post filter deployment, CT abdomen/pelvis revealed the filter in place with tip just below the right renal vein and distal struts terminating below the left renal vein in the mid inferior vena cava. The left renal vein was retroaortic. Approximately three years post filter deployment, multiple unsuccessful retrievals were attempted via snare retrieval technique as well as modified loop collection technique. Venogram during retrieval revealed some underlying imbedded right lateral struts without significant structural extrusion, and the hook of the filter was lying adjacent to the right lateral wall. The filter was in infrarenal location. No obvious occlusion or stenosis. No significant strut extrusion or fracturing. There was underlying tilting of the filter which had resulted in the filter being encompassed by tissue which disallowed for conventional retrieval. There was no emergent reason for medical removal of the filter. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Therefore, based on the medical record review, the investigation can be confirmed for tilt, perforation and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 11/2016; manufacture date: 11/2013. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately one year eleven months post filter deployment, it was alleged that the ivc filter tip was tilted and embedded into the ivc wall, and six of the struts had penetrated through the ivc wall. Approximately one year one month later, it was alleged that the filter was unable to be retrieved after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.